Event description:
It was reported that upon routine follow up it was noticed at interrogation that the red battery depletion notification appeared indicating the remaining battery life of this subcutaneous implantable cardioverter defibrillator (s-ICD) was 14 percent. At the previous follow up three months prior it was at 16 percent. The patient will be brought back to clinic in one month to check the battery status. No adverse patient effects were reported.

Event description:
It was reported that upon routine follow up it was noticed at interrogation that the red battery depletion notification appeared indicating the remaining battery life of this subcutaneous implantable cardioverter defibrillator (s-ICD) was 14 percent. At the previous follow up three months prior it was at 16 percent. The patient will be brought back to clinic in one month to check the battery status. No adverse patient effects were reported. Additional information received indicates the patient is being closely followed via the latitude remote patient monitoring system and replacement has not yet taken place. Should additional follow-up information be received in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.